Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for follow-up. Stored egms showed that inappropriate atp was delivered due to oversensing of noise. The lead was explanted. The patient's condition is good after the event.